Event description:
Consumer stated that she was using her bath chair it broke right in the middle and the consumer fell out of the chair while she was in the shower. The consumer stated that the product is stated to support 400 lbs. But the consumer only weighs (B)(6) and the chair broke. The chair is made from plastic. The chair is 18 inches high from the ground and the chair is 20 inches wide. The consumer fell backward and struck her back on the wall landing on her bottom. The consumer was in her bathroom for 6 hours. She managed to shut off the water in the shower but was able to maneuver herself to the bathroom floor where her daughter came to help her hours later. The product was purchased online shipped to her home. The consumer's daughter called the fire dept and they got there within 5 minutes and helped her get up. At the time of the injury, the consumer sustained a bruises on the sides of both of her legs. The consumer feels that she may have cracked the last bone on the end of her spine. The consumer stated that being on the floor for so long affected her mobility and her flexibility in her knee. The consumer called the firm the same day about the issue. The firm didn't offer the consumer in any way but recommended her to get physical therapy. The consumer called the retailer (date unk) and they offered to give her a refund for the product. Since the incident, the consumer has had issues walking. The product caused a minor scratch on her tile floor of her bathroom. The consumer sent to a private physician at (B)(6) med ctr in (B)(6) 3 days after the incident. She was referred to a sports physician and went to them a week after the incident took place. The consumer was at her visit for an hour and a half. She was released the same day. She was informed to seek physical therapy on her left shoulder. She was diagnosed with a sightly torn rotator cuff in her left shoulder. At her visit, no x-rays were taken. The consumer has not had a follow up treatment.